Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), restricted esophagus, and thin leaflets for an off-label procedure on the tricuspid valve with a mitraclip. It was noted that imaging was very challenging due to a restricted esophagus that prevented trans-gastric imaging techniques. The first mitraclip (31113r3114) had a single leaflet device attachment (slda), and was detached from the septal leaflet. Per the physician, the slda was due to challenging imaging. A second clip was implanted to stabilize the first clip, and there were no issues noted with 2nd clip implant. A third clip (31113r3118) was then chosen for implant, but upon deployment it was unable to retract/separate the clip delivery system (cds) from the clip. Troubleshooting was attempted, such as; removed a knob, added a knob, removed +, then added +, rotated the guide clockwise, and counter clockwise. The cds could not be confirmed to separate 1 cm from the dc tip. Troubleshooting progressed to manually removing the gripper lines. The clip was able to be implanted successfully. The mr was reduced to grade 2. There was no adverse patient sequelae and no clinically significant delay. Patient status is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to a restricted esophagus that prevented trans-gastric imaging techniques. The reported slda appears to be related to the reported poor image resolution. The reported off-label use was due to the device being used on a tricuspid valve. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.